Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-05343. It was reported that the patient began experiencing hypersensitivity at their lead site around (B)(6) 2017. The patient stated that the issue worsened over time. As a result, surgical intervention was undertaken on (B)(6) 2017 to have the scs system explanted. During the procedure the physician reported a lot of adhesion. Issue has been resolved.